Manufacturer narrative:
(B)(4). Date sent: 6/7/2024. D4: batch # 715c41. Investigation summary:   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with the anvil bent upwards and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, it was observed that the ribbon on the right side of the pcb is creased and shows signs of damage. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 715c41, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the device would not fire even after replacing the battery and doing standard troubleshooting. They got another device to complete the case without patient harm.